Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was vomiting and had ketones. It was stated that the customer continued to have elevated blood glucose levels. The customer stated that there were no batteries in the pump at the time of the call. It was indicated that once customer has batteries customer will call back to troubleshoot. No further details.